Manufacturer narrative:
(B)(4). One 75mm tacticath quartz contact force ablation catheter was received for evaluation. Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. The log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During an electrophysiology procedure, a pericardial effusion occurred. While mapping with the tacticath quartz contact force ablation catheter, the patient became hypotensive and an echocardiogram revealed an effusion. The patient was transferred to surgery for repair which stabilized the patient.